Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors and performed testing. Two of the three sensors passed per specification with accurate readings. However, the one sensor had a bent cannula. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor was not connecting to the transmitter, and when the sensor was removed it was much smaller than what it was when it was inserted. The patient's blood glucose at the time of incident is unknown. The customer was advised that the needle may just have been retracted into the sensor. A replacement sensor was shipped to the customer and the damaged sensor will be returned for analysis.